Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the main tube had a damaged section 0.038 x 0.06 with material missing. The section was 4.2 away from distal end of the main tube. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; main tube damage with material removed, could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during the reprocessing of a bowel grasper instrument, insulation had been damaged. Nothing reportedly fell into a patient and no patient harm, adverse outcome or injury was reported.